Manufacturer narrative:
(B)(4). The device has been received but the evaluation is not yet complete. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified error occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies until the new device arrives. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue was identified as a system error (se) 2046 through a review of the event log. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.